Manufacturer narrative:
The delivery anomaly was not specified in the customer notes. Unable to verify the delivery anomaly. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08770 inches. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the unit was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 and another occasion, with blood glucose of 20 mg/dl at the time of the first incident. The customer was at 58 mg/dl when the paramedics left, and 126 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer states that they went low due to the pump delivering insulin on its own. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but the customer still believes that the pump over-delivered insulin. The customer claims that the pump delivered over 100 units of insulin into their body. The insulin pump will be returned for analysis.